Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31921. It was reported that only 4 contacts on the patient¿s leads had valid impedance. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken where in the leads were explanted and replaced resolving the issue.